Event description:
A complaint was received from a customer that reported some of the segments within the display are missing. While on the phone a review of the system was conducted. It was learned that a portion of all the digits were incomplete. A request was made to return the system for evaluation and in the meantime, a replacement unit will be provided.